Event description:
It was reported that the pump alarm registered a helium leak as soon as the intra aortic ballon was connected. The intra aortic balloon was removed and replaced without any complications.